Manufacturer narrative:
Device evaluated by simulated use testing, found energy storage problem. Device repaired and returned to customer.

Event description:
Pressure shock waves were weak, with a muffled sound. System not fully creating pressure shock waves, could not finish case. Contacted service, changed out electrode twice, and rebooted system twice. Could not correct the issue so case ended.